Event description:
The customer contacted physio-control to report that their device had a service indicator present and was stuck in a continuous loop when trying to power on, never fully completing the boot-up cycle. As a result, defibrillation was not possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio determined that the cause of the reported issue was the ui pcb assembly; however, further component level cause could not be determined. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.